Event description:
It was reported that during a meniscus repair surgery, the fast-fax 360 thread broke when tightening the slip knot. T1 was removed from the patient. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information b5

Event description:
It was reported that during a meniscus repair surgery, the fast-fax 360 thread broke when tightening the slip knot. T1 was removed from the patient using tweezers. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, no fracture could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the adverse event. The impact to the patient was the less than 30-minute surgical delay. Since no other complications or harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated